Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation; no photos were provided. Per the event description, the most likely cause(s) of the reported failure are using error, improper bone preparation, misaligned insertion, and prying/leveraging the device. The complaint allegation cannot be confirmed without the device for evaluation.

Event description:
On 22-may-2023, it was reported by a sales representative via (B)(4) that an ar-3680, fibertak button failed to hold against cortical bone and pulled out after shuttling sutures. This was detected on (B)(6) 2023 during subpectoral bicep tenodesis procedure. Procedure was completed successfully by using alternative implant ar-2290, with no patient harm. There were no broken pieces inside the patient.